Manufacturer narrative:
Although the customer reported that the AED alerted service code 5300 prior to the rescue on (B)(6) 2025, analysis of the log files determined that the service code first occurred on 01/02/26. The alert was triggered due to the pads used during the rescue being stuck together after the event. Log file analysis confirmed a rescue event on (B)(6) 2025 lasting 244 seconds, during which no shocks were advised or delivered. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that they powered on their AED prior to a rescue attempt and received service code 5300. The pads were connected to the patient; however, the AED continued to announce "analyzing patient" and did not progress beyond that message. The customer reported CPR was performed for approximately 45 minutes with the use of an automated cardiac compression device. The patient did not survive.